Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three days post implant, the right atrial (ra) lead exhibited undersensing. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.